Manufacturer narrative:
(B)(6).

Event description:
Information received a smiths medical ventilators/pneupac ventilators/pneupac disposable circuits mask seal was not inflated sufficiently and completely flat. A patient with asthma was needing the CPAP and it was impossible to create a good seal for the device to work efficiently. In order to support care and airway control, the patient required bag valve mask airway control due to circuit mask not able to be implemented. No loss of airway control, as bag valve mask was efficient for the interim . This was a interruption in airway control.